Event description:
A user facility medwatch (ref # (B)(4)) was received stating that: "the patient was receiving sedation while on the ventilator. A procedure was being performed so the sedation was increased. The patient became apneic on pressure support and the ventilator never triggered an apnea alarm nor did it give assisted breaths. The ventilator alarmed for "poor patient effort" and "low minute ventilation" but never gave an assisted breath. The patient quickly de-saturated. Once on assist control the ventilator worked to deliver breaths. When reviewing the alarm review, the clock was off by many hours so the alarm times are different than the actual time it happened. Machine was switched out. Technician found and replaced broken air filter. All test passed. Ready for patient." Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested and no parts have reportedly been replaced. Investigation consists of an evaluation of received ventilator logs. Due to continuous use, the log posts from event date (B)(6) 2020 have been overwritten in the event log. The reported inadequate ventilation can therefore not be confirmed. The test log includes several successful pre-use checks after the event date. The technical log does not contain any technical error codes to indicate any ventilator malfunction. Backup ventilation was set to on. The root cause of the reported event has not been determined. H3 other text: 4117.